Event description:
It was reported the customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. A correction injection was administered to address the bg. During a system check, it was identified that the customer had not removed the air from the mobi cartridge and during the fill tubing, prior to resuming insulin delivery and an "air gap" was observed. Tandem technical support educated the customer on proper load procedures. Customer continued to use the pump for insulin therapy.